Event description:
It was reported by repair work order that the headend lift was not functional and may have been stuck in an elevated position due to a malfunctioning cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer to perform own repairs.